Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose drive support disk. Unable to perform prime test, excessive no delivery test, dat test and occlusion test due to compromised force sensor system alarms. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The insulin pump received with minor scratched display window and case. The insulin pump received with missing end cap sticker and stained back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump alarmed motor error alarm. The customer¿s blood glucose level was unknown. Customer advised the motor pushed until all the insulin came out of the reservoir which resulted in an empty reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.